Event description:
Using vanishpoint syringe, employee drew up sterile water to reconstitute medication. Employee injected sterile water into medication vial and when she removed her thumb from the button, the button, plunger, and needle shot out of the rear of the syringe and shot across the room. The needle was recovered and appropriately discarded. The plunger could not be found.